Manufacturer narrative:
The warnings in the package insert state this type of event can occur. No x-rays, scans, pictures, or physician's reports were provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report four of four for the same event, reference reports 0001032347-2017-00437 through 0001032347-2017-00439.

Event description:
The patient reported the following: her initial surgery was (B)(6) 2013 where multiple tumors were removed on both sides and the joints were implanted. She reported she had pain and had a re-alignment jaw surgery in 2014 to line up her bite. The patient stated the implants were not removed during the reoperation. She states currently her speech is impaired when she talks/sings a lot because her jaw gets tired; both sides hurt her under the ear and she has to push on 'trigger points' to alleviate pain and open her mouth more. She has more pain on her left side where the largest tumor was removed. She reports she has not seen her surgeon recently.